Event description:
It was reported that prior to starting a da vinci surgical procedure, the staff examined the monopolar cautery instrument and found a torn insulation at the distal tip. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's main tube had scratch marks/abrasions. The main tube insulation was scratched and some of the insulation had been removed. The scratch measured approximately .114 in length. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the scratch marks/abrasions on the main tube if to recur could cause or contribute to an adverse event.